Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: suspected deflation with a saline device.

Event description:
Allergan aesthetics received a report via nbir of a right side suspected deflation with a saline device. The device was explanted and replaced.